Event description:
It was initially reported by the surgeon that the vns pt that was showing vocal cord paralysis with worsening voice hoarseness and he was planning to do a lead revision to alleviate the issue, but this was not performed. The surgeon had started her on oral steroids to see if this will help, but later provided a steroid injection. The surgeon indicated that it was likely related to the surgical procedure.